Event description:
Subclavian vein was punctured and the "j" guidewire was inserted without any problems. When advancing the peel-away dilator/sheath over the "j" wire a resistance occurred. The doctor wanted to remove the dilator/sheath to try it again, but it failed. Doctor had to remove the guidewire with the dilator/sheath. With a new (extra) introducer kit the doctor could finish the port implantation without any problems. Only one product is available for return.